Manufacturer narrative:
Device is a combination product. A promus premier ous mr 2.75 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage to the proximal end of the stent; the first proximal stent struts appeared flared. This damage likely occurred as a result of force being applied to the delivery system when attempting to cross the lesion. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The proximal balloon cone appeared puffed however, both balloon cones were wrapped and folded with visible creases and did not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-jun-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and highly calcified left circumflex (lcx) artery. After crossing the lesion with a non-bsc guidewire, pre-dilation was performed with a maverick balloon catheter. A 32 x 2.75mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed by pre-dilating at a high pressure and implanting a different stent. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.